Event description:
I had allergan natrelle implants put in 5 years ago. Since then, I have experienced ongoing symptoms of breast implant illness and have doubled my autoimmune disorders. I have 31/42 bii symptoms and after explanting 23 of those have resolved. My plastic surgeon explained I was extremely inflamed underneath both implants and my right implant was defective as it had 3 air bubbles inside. I have several doctors and specialist that will confirm my breast implants were the cause of these problems listed. Hashimoto's and hypothyroidism. FDA safety report ID# (B)(4).